Event description:
It was reported that a cot dropped while being unloaded by one operator. No patient was onboard and no injuries were sustained. The customer has admitted misuse.

Manufacturer narrative:
Na